Event description:
It was reported the subject device had a check probe error. The issue was found during a therapeutic lithotripsy(remove stone from gallbladder) procedure that was completed with an other device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.